Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge fill estimate was intermittently inaccurate, despite using multiple cartridges. The customer provided a blood glucose of 400 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.